Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a vaxcel chest port was placed in 2006. About 5 months later, the port was accessed and blood draw was confirmed. Upon infusion with normal saline, the pt felt an irritation under the skin and proceeded to have swelling in the area of the port. Treatment was not initiated and the pt was scheduled for a portogram. Numerous attempts have been made to obtain additional pt and event info. All attempts have been unsuccessful. There was no indication from the complainant of any additional adverse affects to the pt as a result of the reported event.